Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the heater cooler did not produce adequate water flow, causing the device to generate an "overtemp" error message and alarm. The device was not changed out for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.